Event description:
It was reported that, a few years ago, the atrial lead triggered an alert for low impedance. The lead also showed low impedance at the implant of the new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4092-52 implantable pacing lead (B)(6) 2013; (B)(4) implantable pulse generator (ipg) (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.